Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found that the lead was bent between the distal electrodes. Further evaluation revealed that all five filars of the is-1 distal coil were fractured in the area of the bend at 58.9cm from the connector pin due to cyclic stress.

Event description:
The lead was explanted five months post implant. No information is available as to why a revision was needed.